Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is marked anterior subluxation/near dislocation of the femur in relation to the tibia. No fracture is identified. Anterior soft tissue air and swelling and skin staples are present from recent surgery. Implant fit is maintained but there is abnormal anterior subluxation/near dislocation of the femur. Bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: femoral component catalog # 00576401651, lot # 63957556. Inset all poly patella catalog # 00597206526, lot # 64545028. Stemmed tibial component catalog # 00598003702, lot # 63977204. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00146.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to dislocating their femur and falling. Attempt for further information has been made, but no further information has been provided.

Event description:
From additional information received, it was reported that the patient noncompliance and obesity are contributing factors to the fall. The reason for the fall remains unknown.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, g3, g6, h1, h2.